Event description:
It was reported that the lead exhibited loss of capture. When the physician opened the pocket to reposition the lead, it was found to be dislodged. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.